Event description:
Subsequent to the initial filed report, device analysis observed that the jacketed hypotube was separated distal to the distal end of the strain relief tubing. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is likely the device interacted with the moderately tortuous and moderately calcified anatomy as resistance was reported during advancement to the lesion causing the reported failure to advance. The device was returned with a shaft separation, the account indicated they were unaware of the separation and confirmed the correct device was returned. It is possible that the separation occurred during post procedure handling; however, this cannot be confirmed. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in a de novo moderately calcified, moderately tortuous left anterior descending coronary artery. The 3.50x16mm graftmaster covered stent failed to cross due to anatomy. Balloon angioplasty was used to treat the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.